Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the monopolar curved scissor (mcs) instrument sleeve was sliding off. The clinical sales representative (csr) informed the technical service engineer (tse) that the customer stated they had noticed an increase in occurrences of the sleeve sliding down to the tip of the mcs instrument. The csr informed that today, the customer had to retrieve the sleeve out of the trocar and replace it with a different sleeve in order to proceed. The csr was wondering if there had been an increase in the mcs instrument sleeve issues, but the tse informed the csr that the question would be sent to the clinical development engineer (cde) team for further follow up. The tse asked the csr if the customer noticed the issue occurring on the same mcs or if the instrument showed any signs of damage, but the csr was not sure. At the time, the tse was unable to review the system live logs from today or yesterday when both issues occurred. The customer resolved the issue by replacing the mcs sleeve. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the isi csr and obtained the following additional information: the csr informed the monopolar curved scissor (mcs) tip cover was not inspected prior to use. It was noted that the mcs tip cover was properly installed during the procedure and no orange surface was visible. The installation tool was used to install. Prior to the reported issue, the mcs instrument was in use for 45 minutes for dissecting. At the time of the mcs tip cover slipping, the csr confirmed that it fell inside the patient. The tip cover was retrieved using a grasper. The csr noted electrolube was used. When the csr consulted with the assist in the case, it was discovered that most likely too much electrolube was applied. No instrument collision was observed. When the customer removed the mcs instrument through the cannula no resistance was felt and the wrist was straightened out. The csr noted the customer did not observe any damage after the reported issue. A new tip cover accessory was used to continue the case. No image/video was available for review. The csr informed the mcs instrument and mcs tip cover accessory would not be returning to intuitive for evaluation as it had been disposed. The procedure was completed robotically with no patient injury or harm.

Manufacturer narrative:
The clinical sales representative (csr) confirmed that the mcs tip cover accessory would not be returning for evaluation as it was discarded by the customer. Therefore, failure analysis of the product related to the complaint cannot be performed..